Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that skin irritation, accompanied by pus and swelling in a sensitive area, occurred while the pod was worn for an unspecified duration. The patient sought medical attention on (B)(6) 2026 and was prescribed an antibiotic ointment. No impact on the patient's glucose level was reported. A new pod was placed.